Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received unexpected restart, buttons were not working and was exposed to moisture. Customer's blood glucose value was 178 mg/dl. Customer reports they were unable to clear the alarm. The customer also reported that a piece of plastic around the reservoir area broke off of the insulin pump. The customer reported that the reservoir lip ring was damaged. The customer reported that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to observe time and found that the screen of insulin pump was blank. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 alarm, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button keypad anomaly due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.